Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that numbers on the insulin pump's screen were ramping after pressing the act button. Customer replaced the battery, then the insulin pump began to vibrate and returned the button error alarm. Customer reported that none of the insulin pump's buttons could be pressed. Blood glucose level was 288 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near display window corners, broken belt clip slot, and a cracked reservoir tube lip. No number ramping or scroll bar anomaly was noted on the display. No unexpected vibration anomaly or alarm was noted during testing.